Manufacturer narrative:
Hill-rom technical support suggested replacing the spring latch. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this complaint, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail will not latch. The bed was located at the account. There was no patient/user injury reported. (B)(4).